Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Subsequently, the valve was implanted. One day later, the patient developed a speech deficit. A stroke was confirmed using magnetic resonance imaging. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Subsequently, the valve was implanted. One day later, the patient developed a speech deficit. A stroke was confirmed using magnetic resonance imaging. No additional adverse patient effects were reported. Additional information was received that the the stroke was ischemic and no treatment was performed. The patient was discharged with a mild speech deficit. Per the physician, the stroke was not related to the valve nor the dcs, and there were no patient-related factors that contributed to the stroke.